Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional device implanted and involved: pxc141000/9714450. (B)(4).

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2016, imaging identified a type ii endoleak from multiple lumbar arteries. Aneurysm enlargement of an unknown amount was reported. On the same day, the patient underwent an open surgery to repair the endoleak. The devices were all explanted, and the vasculature was replaced with a surgical graft. The patient tolerated the procedure.